Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3:  evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a leakage was observed. As per the subsidiary, four arterial sensors with leakage was observed and only one of these four has been saved. The leakage is in the luer connection at the sensor's inlet. *no patient involvement *product was changed out *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 13, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 4210, 19). The returned sample was visually inspected upon receipt, during which it was noted that the sparger assembly and white luer cap were not present. The returned sample was then leak tested, as received, by connecting with a calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg and a leak was noted immediately. The large bore adapter blue cap was then loosened and re-tightened by hand. The sample was then leak tested a second time by connecting with the calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg, and no leaks were noted. When the large blue vent cap was loosened, it had not been re-tightened fully, either during setup of the circuit, or after the gas calibration causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.